Event description:
It was reported to boston scientific corporation that alithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2024. During the procedure, there was a foreign object found on the kidney of the patient that came from the scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device code a0413 is selected to represent the reportable event of material separation. Block h11: investigation results. Upon receipt at our post market quality assurance laboratory, visual inspection, x-ray, and functional, image and leakage testing were performed and no defects were found within the device, including the observation where no material separation of the scope, therefore, the reported observation could not be confirmed. A labeling review was performed and the instructions for use states to inspect the entire surface of the flexible shaft visually and by feeling the shaft with your fingertips. Examine the handle, articulation lever, and access ports. Ensure no components are loose, bent or broken. Also, it states to do not use if sterile barrier is damaged. Do not use if package is opened or damaged. Based on the information available and analysis results, the reported complaint is assigned an investigation conclusion code of unintended use error which indicates "the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation".

Manufacturer narrative:
Block h6: device code a0413 is selected to represent the reportable event of material separation.

Event description:
It was reported to boston scientific corporation that alithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2024. During the procedure, there was a foreign object found on the kidney of the patient that came from the scope. There were no patient complications as a result of this event.